Event description:
Additional information received on (B)(6) 2017 from an hcp via the representative reported the cause of the motor stalls was not determined. The hcp checked with the patient, and nothing came to mind as to why the stalls occurred. The pump was still currently implanted, and they were looking for a possible replacement date at that time. The replacement date was still unknown at that time. Once the replacement happened, the plan would be to return the pump for analysis. The patient¿s weight was unknown at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from the hcp via the representative reported the patient did not want the pump replaced unless the manufacturer covered the cost of the surgery. The representative was going to review warranty and analysis process with the hcp.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer. As per the logs that were returned with the device, the following occurred: (B)(6)2017 16:40 ¿ motor stall recovery occurred (B)(6)2017 09:42 ¿ motor stall occurred (B)(6)2017 09:47 ¿ motor stall recovery occurred (B)(6)2017 08:38 ¿ motor stall occurred (B)(6)2017 06 09:17 ¿ motor stall recovery occurred (B)(6)2017 09:37 ¿ motor stall occurred (B)(6)2017 09:46 ¿ motor stall recovery occurred (B)(6)2017 16:28 ¿ motor stall occurred (B)(6)2017 16:51 ¿ motor stall recovery occurred also per the logs, the pump administered baclofen with concentration 2 ,000.0 m g/ml at a flex dose rate of 536.9 mcg/day as of (B)(6)2017.

Manufacturer narrative:
The pump was returned and analysis found no anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and stroke. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported a motor stall was seen at initial interrogation. It was unknown if the patient recently had an MRI. Per the representative, an email was received from the hcp, so the representative did not have access to the event logs or programming parameters at the time of the call. Per the representative, upon pump interrogation, the hcp confirmed 6 motor stalls over the past 2 months, and the representative assumed all 6 stalls recovered. The patient was clinically stable. It was unknown if any audible pump alarms had been heard. The representative thought it might be gablofen for the type of intrathecal baclofen in the pump, but was not totally certain of that. The patient was being referred for pump replacement. The representative would confer with the hcp. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). The logs were read and the pump was replaced. The event was considered to be resolved and the patient was noted to be "alive - no injury". The patient was receiving 2000 mcg/ml gablofen at 537 mcg/day. The logs and pump printout for the explanted pump were noted to be packaged with the pump and sent back to the manufacturer.